Event description:
It was reported that a clearlink continu-flo solution set had simultaneous flow with a secondary set. This occurred during infusion using an infusion pump. The reporter stated that the nurse hung the secondary medication; however, ¿the medication had not infused completely in the time programed on the pump and the primary infusion was dripping.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.